Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. Reportedly, the cartridge cap was damaged. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge cap has not been returned to animas. If the cartridge cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.